Event description:
A 6f angio-seal vip device was deployed. Bleeding occurred at the puncture site immediately after deployment, and it was resolved with 15-20 minutes of manual compression. Later that day, the pt complained of leg pain. A thrombectomy was performed that evening, and collagen was found inside the artery. The pt stayed in the hospital overnight, but the hospitalization was not due to complications with the angio-seal device. The physician reported that he had pushed down harder than usual when deploying the device because of the pt's obesity. The pt is stable and has been discharged.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access preprocedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.